Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted MFR report # 2243072-2019-01857 was sent in error. Flow issues while aspirating/drawing up or transferring fluid into a chamber/reservoir is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
It was reported that on 4 occasions customer was unable to aspirate with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: customer reported he was unable to draw insulin from his vial on 4 occasions. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10

Event description:
It was reported that on 4 occasions customer was unable to aspirate with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: customer reported he was unable to draw insulin from his vial on 4 occasions. Did issue cause any injury? If yes, what type of injury? No medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. PMA / 510(k)#: k980987 (if (B)(4)) k151766 (if (B)(4)). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that on 4 occasions customer was unable to aspirate with a 3 ml bd luer-lok¿ luer-lok¿ tip. The following information was provided by the initial reporter: customer reported he was unable to draw insulin from his vial on 4 occasions. Did issue cause any injury? If yes, what type of injury? No. Medical intervention needed? If yes, who was the 3rd party and what was the assistance/treatment? No.